Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20677324/20958875, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.